Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the menu button works intermittently due to the keypad being out of specification. Analysis also found that the upper/lower cases, ring cover, side bail covers, and battery drawer were broken. The battery release, heart block, and release spring were contaminated. The lead flex cover was corroded and the display was out of specification (missing segments).

Event description:
It was reported the menu button is intermittent. There was no patient involvement.